Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Review of the device history records showed there were no issues during manufacture that would contribute to this complaint condition.

Event description:
It was reported that the patient was implanted with pedicle screws and rods about one month prior to this report. After a re-instrumentation procedure, follow-up x-ray showed that a rod popped out of the s1 screw on the right side. The patient reportedly bent forward. She was returned to the or for removal of the s1 screw and was replaced with a new one along with an iliac screw on the right side. This is report 1 of 2 for complaint (B)(4).